Manufacturer narrative:
(B)(6) 2023: abaxis union city technical support received a call from a biomedical technician reporting high potassium (k+) using the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer. Unknown date/unknown time: the patient sample was analyzed using the piccolo cmp (unknown lot) on the piccolo xpress analyzer sn p10182. Results: potassium (k+): unknown unknown date/unknown time- rerun-: the patient sample was analyzed using the piccolo cmp lot #3053ab7, the piccolo xpress analyzer sn (B)(4) results: potassium (k+) 5.4mmol/l (reference range 3.6-5.1mmol/l) after multiple attempts, abaxis technical support was unable to obtain follow-up questions and details from the customer. It is unknown whether the patient was treated based on the xpress piccolo results. (B)(6)) 2023 quality investigation was received: a review of the batch record for lot 3053ab7 confirmed there were no unacceptable readings for potassium, and the lot met all release criteria with no deviations during manufacturing. A review of the complaint data showed 13,030 rotors were manufactured and shipped. The complaint rate for high potassium on this rotor lot is 0.008%. There has been no observed trend for high potassium over the last 12 months ending in (B)(6) 2023. There has been no reported patient impact contributing to patient injury or hospitalization. The root cause of the customer's reported problem was not established, and the device remains with the customer's biomedical department. No further action is required at this time.

Event description:
(B)(6) 2023: abaxis union city technical support received a call from a biomedical technician reporting high potassium (k+) using the comprehensive metabolic panel (cmp) on the piccolo xpress analyzer.

Manufacturer narrative:
09 jan 2024 a new contact at the clinic contacted abaxis city technical support and requested the device be sent in for repair. The health professional confirmed (from the original report) that treatment to the patient was not administered based on the results from the piccolo xpress. There has been no reported patient impact contributing to injury or hospitalization since the initial report submitted on 09 jun 2023. 28 may 2024 abaxis, product assurance investigation: the unit was returned to abaxis union city and unboxed by product assurance (pa) for investigation. Product assurance (pa) tested the returned piccolo xpress. The reported high potassium (k+) result could not be confirmed. The flash lamp failed for low analog to digital converter (adc), and the optics failed due to digital-analog conversion (dac) settings on optics filter channels above the maximum limits. The flash lamp and optics assembly together form the spectrophotometer and variations in potassium (k+) recovery can be attributed to the inconsistent light absorbance in the analyzer and contribute to inconsistent k+ results. The flash lamp and optics assembly were replaced. All required functional testing was performed. The analyzer passed bi-level and verification chemistry tests. The device was returned to the customer site where it is back in use. No further actions are required.